Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - lens remains implanted. Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patient's anatomical structure, a short lens, haptic position, etc.). Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was re-positioned due to lens rotation, not associated to a low vault. The patient experienced blurred vision. The lens remains implanted. The patient's best-corrected visual acuity was 20/20.